Event description:
The customer contact reported during preventive maintenance testing at the user facility, device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found at power up the device alarmed for 11/004 service code alarm. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.